Event description:
It was reported that the shaft rotates freely within the handle after popping sound of handle. The dilator was in a caput humeri, and it was removed with other instrument. No patient injuries were reported.

Manufacturer narrative:
Visual assessment of the device showed the shaft is loose within the handle. The shaft rotates freely within the handle. Dimensional inspection of the shaft confirmed it met print requirements. As reported the patient had hard bone. Use of excessive force can result in instrument failure. Use error may have been a contributing factor to this event. Device returned for evaluation device evaluated by the manufacturer evaluation codes updated.